Event description:
It was reported that the pump¿s sleep/wake button became unresponsive, and the user was advised to clean the device and perform a restart, after which button responsiveness returned and blood glucose was unaffected. Symptoms included no clinical effects. Outcomes included no impact to therapy, no alerts or alarms, and no need for medical care. Investigation included troubleshooting with device cleaning and a restart. Investigation of this case revealed a transient user interface responsiveness issue that resolved with basic maintenance, with no device components replaced and no further malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or environmental residue affecting the button interface, resolved by cleaning and power cycling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.